Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect could not be identified, it was determined that the defect was likely caused by a defect of the image sensor unit or the video connector. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported that a loaner endoeye flex deflectable videoscope had a e218 scope error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation could not be confirmed. The device evaluation found advanced metal part electrical insulation failure, scratched rubber, chipped bending section cover adhesive, noisy image, peeling paint on the cover and a cracked video connector. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.